Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 4.4 years post initial right tsa, the 66 y/o male patient's reverse shoulder prostheses explanted due to instability. Patient was revised to competitor's devices. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-ray and image received. The device is not available for evaluation due to hospital does not release devices. As of note: "patient has been revised a few times for this reason".

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h6. MDR section codes updated/corrected: a, b, d, e. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The cause of the patient¿s shoulder instability and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Instability is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.